Event description:
It was reported that a user experienced hyperglycemia after being disconnected from the ilet and dexcom g7 sensor, resulting in suspended dosing until the sensor and ilet were reconnected; upon reconnection, the system resumed insulin delivery and administered corrections. Symptoms included no reported clinical manifestations. Outcomes included resolution of hyperglycemia with blood glucose trending down into range after reconnection, without need for outside assistance or medical intervention. Investigation included troubleshooting and education confirming proper device operation, verification of ilet and supply status, and confirmation that dosing had been paused due to loss of sensor connection and user disconnection. Investigation of this case revealed that the elevated glucose was attributable to interrupted automated insulin dosing from loss of sensor-pump pairing and user disconnection, with no device malfunction identified once pairing was restored. It was concluded, based on previously established findings for similar reports, that the cause was user disconnection and sensor pairing loss leading to temporary therapy interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.